Event description:
The customer stated that she was treated by paramedics due to hypoglycemia. Troubleshooting was performed, and the insulin pump was found to have a prime anomaly. The insulin pump passed the displacement test. The customer was advised to discontinue use of the insulin pump and revert to a backup plan. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.